Event description:
This lead was capped. The patient had high lv thresholds of 4.5v at implant and was then lost to follow-up. The decision was made to cap this lead and replace the associated ICD. No additional information is available. Should additional information become available, this event will be updated.